Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: what firing? 1st firing. What color cartridge? White vascular reload (tr45w). Where were the malformed staples in the staple line? Yes. How was the bleeding controlled? Staple line was over sutured. Was a blood transfusion required? No. How was the procedure completed? Suturing. Was the device difficult to fire? Yes surgeon experienced bit of rigidity while firing. Was buttressing material used? No. What is the patients current condition? Stable the analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an unknown procedure there was a malformation staple to which bleeding occurred.